Manufacturer narrative:
Qn#: (B)(4). The customer provided two photos for evaluation. The photo displayed a catheter with significant signs of use. A rupture was observed in the catheter body near the distal end. No obvious kinks or blockages were observed. The customer report of a catheter rupture was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The lidstock on this kit (is-01652-130d rev. 00) indicates that the maximum flow rate for the distal lumen is 3000 ml/hour and the maximum flow rate for the proximal lumen is 1200 ml/hour. Although it was not reported which lumen ruptured, the customer reported the medication was being administered at 40 cc/hour, which is below the maximum flow rates. Without the device returned to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data:

Event description:
The complaint is reported as:"patient with central venous access with peripheral insertion of bilumen in the right upper limb since (B)(6) 2021 patent, without signs of infection, for which hartman is being administered at 40 cc / hour and intravenous medications by infusion pump, with site insert protected with clean, dry healing material. However, as of (B)(6) 2021. After explaining the risks, benefits and possible complications to the patient, a peripherally inserted central venous access is removed at the level of the right upper limb since the patient presents edema, pain and heat in the extremity, the complete catheter is removed, but rupture is evident in the the same level approximately 5 cm near the tip. When inquiring with the ICU staff, one of the chiefs reported that the infusion pump had presented a pressure alarm before the symptoms. In order to attend to the alarm of the pump, the catheter was permeabilized with a 20 ml syringe, thus solving the alarm."the patient's condition was reported as critical unrelated to the event. It was unknown if the patient received treatment for the edema and pain.